Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h4, h10, h11. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00082 and 1038671-2025-01670. H11: the reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of femoral loosening, instability, prosthesis wear, and femoral stem loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 208-07-03 cc posterior fem augment sz 3, 5mm (B)(6). 208-07-03 cc posterior fem augment sz 3, 5mm (B)(6). 208-06-03 cc distal fem augment sz 3, 10mm (B)(6). 208-23-18 cc tibial insert sz 3, 18mm (B)(6). 208-09-05 cc stem ext adaptor 5 degree (B)(6). 208-01-03 cc femoral sz 3 (B)(4).

Event description:
It was reported via legal documentation that approximately 48 months after a left total knee revision procedure, the patient underwent a second revision procedure to address a loose and migrated femoral component. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted: failure of total knee replacement, initial encounter. Intraoperatively it was noted that there was no evidence of gross infection or purulence. It was noted the allograft patellar tendon appeared to be well healed to the bone and incorporated into the tissue; therefore, was left alone. It was noted that polyethylene insert was noted to be removed without issue. The patella was noted to be well fixed. No medical or surgical interventions were reported. No additional information is available.